Event description:
It was reported that a ventilator's power supply had a burnt component and was not functioning. The ventilator was being used on a patient at the time of the event. The patient was removed from the ventilator and placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer (cse) evaluated the device and confirmed the reported issue. The cse then replaced the power supply, which resolved the reported issue.